Event description:
Patient developed symptoms of hypersensitivity at injection sites approximately 3 weeks after treatment. Patient was treated wtih oral course of augmentin. (This is same patient and same event reported under 2939859-2001-00127.)